Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that newly replaced insulin pump did not work. Caller reported that the bolus wizard button did not work and pump continued to give a "set up incomplete" message. Customer's blood glucose value was unknown at the time of the incident but caller stated that customer's blood glucose was high as a result. Troubleshooting could not be performed as customer was not available with insulin pump and caller hung up before giving any more information. Customer will not return device for analysis.